Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm 10bag has been found experiencing five occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: material no: 328512 batch no: unknown. It was reported shield is hard to open and when customer removes it needle with the hub stays in the shield. Verbatim: issue: consumer reported shield is hard to open and when she removes it needle with the hub stays in the shield. Sample available-1. Incident date-unknown occurrence-unknown lot# unknown box is discarded. Item- 3/10 ml 31 g. 8mm. She uses the new syringes each time of her injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 0.3 ml 31ga 8 mm 10bag has been found experiencing five occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: material no: 328512, batch no: unknown. It was reported shield is hard to open and when customer removes it needle with the hub stays in the shield. Verbatim: issue: consumer reported shield is hard to open and when she removes it needle with the hub stays in the shield. Sample available-1. Incident date-unknown. Occurrence-unknown. Lot# unknown box is discarded. Item- 3/10 ml 31 g. 8 mm. She uses the new syringes each time of her injection.